Event description:
It was reported that the collimator separated from the tube suspension while the operator was transporting the amx system to the emergency room. The collimator dropped a short distance because the tube in transport mode is folded against the body of the system, limiting the fall. There was no injury reported or pt involvement.

Manufacturer narrative:
Visual inspection of the system by a ge field engineer (fe) revealed a broken screw and three missing screws. The fe reattached the collimator with new screws and performed calibration and control tests. Further investigation by the engineering team suggests that missing or loose collimator screws are likely due to improper retightening of the screws over time.